Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was blood and contrast in the inflation lumen. The balloon, shaft and tip were microscopically examined. Microscopic examination of the balloon revealed a pinhole in the balloon material 2mm from the distal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09aug2016. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (mlad). A 3.00mm x 12mm nc emerge(tm) balloon catheter was advanced for dilatation however, the device failed to cross the lesion. The device was removed and the procedure was completed with a 3.0x12mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.